Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer changed to a different cartridge to resolve the issue. There was no reported impact to customer's blood glucose.